Event description:
It was reported that the customer was in a car accident because of his low blood glucose level. His blood glucose level was 26 mg/dl. He was hospitalized on (B)(6) 2013 because of a hypoglycemic event. The customer was driving and lost consciousness. He was wearing his insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.